Manufacturer narrative:
A hex-lock abutment (hla3/5) was returned for inspection with an abutment screw (mhlas) and crown was returned for inspection. A visual inspection revealed that the abutment show signs of wear about the collar and threads. The abutment screw was functionally tested and found to rotate and translate freely as normal. The implant that mated with the device was not returned; therefore the complaint is non-verifiable with the information provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document describes instructions for use involved in hex-engaging abutments into the integrated implant for one-stage restoration: ¿remove the surgical cover screw [avsc] (and implant extender [ave] if attached) from the implant. Attach the abutment directly to the implant. Hex-engaging components cannot be used with the implant extender [ave].¿ ¿all hex-engaging abutments achieve a friction-fit with the implant. The abutments are assemblies that consist of a one- or two-piece abutment body and an abutment screw. The base of the abutment body contains an external hex that interdigitates with the mating internal hex of the implant. This engagement prevents rotation when the abutment screw is threaded into the implant. To complete seating and fully engage the friction-fit, the abutment screw must be tightened to 30 ncm. These components require the removal tool [tlrt2] to assist in the removal of the hex-engaging component from the implant once the abutment screw has been removed. All non-engaging components consist of a one-piece base with an abutment screw [avgc3 and avgc5] or an abutment body and screw machined in one piece, commonly referred to as a one-piece abutment [avact, avact3 and avba]. These components do not engage the hex of the implant and can only be used for multiple-unit splinted restorations or attachment over dentures.¿ a probable cause for the reported event cannot be determined with the information provided. The abutment cold welding and screw loosening is non-verifiable with the information and devices returned.

Event description:
It was reported that during the try-in of the abutment on (B)(6) 2017, the abutment screw just kept spinning and the abutment could not be removed from the implant. Because they were secure the dentist cemented the crowns in place. Subsequently the patient returned because the screw became loose which led to tissue over-growth. The patient will be restored after the surgeon re-exposes the implants due to tissue over-growth. The dentist was able to remove the abutments with the crowns attached and the screws inside on (B)(6) 2017. Tooth position #29

Manufacturer narrative:
A hex-lock abutment (hla3/5) was returned for inspection with an abutment screw (mhlas) and crown was returned for inspection. A visual inspection revealed that the abutment show signs of wear about the collar and threads. The abutment screw was functionally tested and found to rotate and translate freely as normal. The implant that mated with the device was not returned; therefore the complaint is non-verifiable with the information provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document describes instructions for use involved in hex-engaging abutments into the integrated implant for one-stage restoration: ¿remove the surgical cover screw [avsc] (and implant extender [ave] if attached) from the implant. Attach the abutment directly to the implant. Hex-engaging components cannot be used with the implant extender [ave].¿ ¿all hex-engaging abutments achieve a friction-fit with the implant. The abutments are assemblies that consist of a one- or two-piece abutment body and an abutment screw. The base of the abutment body contains an external hex that interdigitates with the mating internal hex of the implant. This engagement prevents rotation when the abutment screw is threaded into the implant. To complete seating and fully engage the friction-fit, the abutment screw must be tightened to 30 ncm. These components require the removal tool [tlrt2] to assist in the removal of the hex-engaging component from the implant once the abutment screw has been removed. All non-engaging components consist of a one-piece base with an abutment screw [avgc3 and avgc5] or an abutment body and screw machined in one piece, commonly referred to as a one-piece abutment [avact, avact3 and avba]. These components do not engage the hex of the implant and can only be used for multiple-unit splinted restorations or attachment over dentures.¿ a probable cause for the reported event cannot be determined with the information provided. The abutment cold welding and screw loosening is non-verifiable with the information and devices returned.